Manufacturer narrative:
2 syringes impacted from lot # 3086698. See section c for additional information.

Event description:
Defect description: 1. There are water drops ahead. 2. A total of 8 pieces: problems were found after opening (10 pieces/bag). Sample availability ? Yes. Sample availability details : physical sample available only.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. This material has an established history of safe clinical experience with subcutaneous administrations over several decades. The specific use of silicone in this case, as a barrel and stopper lubricant. These lubricants have been tested and qualified in accordance with iso 10993 standards for the biological evaluation of medical devices and these materials produced no evidence of adverse toxicological effects.¿ the low volume of silicone measured in the insulin syringes does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.